Event description:
The user facility (a veterinary hospital) reported that the distal portion of an i.v. Catheter was noted to be detached during removal. Follow-up communication with the veterinarian confirmed that: the catheter had been in-use for a number of hours with no apparent problems; during removal it was noted that the distal portion of the catheter tubing had detached leaving only a 2-mm portion of the tubing still attached to the hub; the location of the detached material was not confirmed and may have been left in the animal (the dog's owner chose not to take further actions to locate and/or remove the material); and the dog was reportedly sent home with the owner in "fine" condition.

Manufacturer narrative:
This report was not associated with a human patient - the involved device was not returned for evaluation, which limits the failure investigation. The fact that the catheter had been used for infusion without any difficulty minimizes the potential that the incident was related to a pre-existing device defect. Retention samples and returned unused samples were evaluated. All samples tested were confirmed to be properly assembled and met the performance specifications. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined, the user facility information is most consistent with the catheter having been damaged by a sharp object during the bandage / catheter removal process. There is no indication that there was any relation to a device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.